Event description:
The customer contact reported a separation. The primary tubing set was being used to deliver an unspecified volume of normal saline, at an unspecified rate, via plum pump through peripherally inserted central catheter (PICC).at an specified time, the male adapter of an unspecified secondary tubing set was connected to the clave secondary port on the cassette of the primary tubing set for the piggyback deliver of an unspecified medication at a rate of 467 ml/hr. The customer contact reported that while the nurse was changing the secondary tubing set, the clave port separated from the secondary port of the primary tubing set. The tubing sets were replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. Hospira has completed a formal investigation to address the issue of device breakage of the clave secondary port. Based on the investigation results, it was determined that the device breakage was due to the design of clave port that is directly bonded to the secondary port of the cassette. This report represents all the info known by the reporter upon query by hospira personnel.